Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the cable tensioner would not tighten the cable during an operation. The patient was not impacted. The surgery was not delayed. Another instrument was available for use. The event did not require additional medical treatment. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted. The report received indicates the device was received in good condition, no apparent damage. Part number 391.201 lot number p079532 was manufactured by pioneer surgical technologies. The supplier performed a review of the complaint device and reported the following: visual inspection confirmed that this device did not contain substantial damage that could negatively affected the performance of the device. The device was tested 3 times per wi-eng-004 and all test results met specifications. The DHR review confirmed that this product met specifications prior to shipping. There were no mrrs, ncrs, or complaint related issues with this complaint.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the manufacturing records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Release dates: the six receipts of this lot were released 9/10/10, 9/16/10, 9/21/10, 9/29/10, 9/29/10, and 9/29/10. The additional evaluation report states that the part number 391.201 lot number p079532 was manufactured by pioneer surgical technologies. The supplier performed a review of the complaint device and reported the following: 1. Visual inspection confirmed that this device did not contain substantial damage that could have negatively affected the performance of the device. 2. The device was tested 3 times and all test results met specifications. 3. The DHR review confirmed that this product met specifications prior to shipping. Based on the investigation conducted by the supplier this complaint is deemed invalid from a manufacturing perspective.